Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the olympus customer service in india. The incoming inspection by the customer service found that the reported event was reproduced and there was no damage such as a burn mark on the dp circuit board during the visual inspection. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Omsc also found that more than eight years has passed since the device was manufactured. The exact cause of the event could not be conclusively determined. However, the reported phenomenon could have been attributed to the failure of the dp circuit board due to aging deterioration.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the demonstration of the device, olympus found that the endoscopic image froze due to the broken inner circuit board. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.